Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. No physical damage was found, where the foreign material remained. The legal manufacturer reviewed: the customer provided the cleaning disinfection and sterilization processes. Where no obvious deviations, from instructions for use were identified. Based on the results of the investigation and although, the foreign material was confirmed. Olympus could not identify, the material or specify the cause. The event can be detected and prevented, by following the instructions for use: IFU states, the detection method in gif/cf/pcf-190 series, operation manual, chapter 3: preparation and inspection. IFU states, the preventative measures in gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii colonovideoscope exhibited foreign material on the nozzle. The issue occurred during a diagnostic colonoscopy procedure. There were no reports of patient harm.